Event description:
It was reported that the arctic sun device was not cooling with in bypass mode or with loop attached. The root cause of unit not cooling was found to be a faulty mixing pump head. The mixing pump and circulation pump ran at 100 percentage with low inlet pressure (ip) was observed at -0.6 psi. The root cause of low inlet pressure (ip) was found to be caused by expansion of the bypass tube pressing against the bottom of the tank. Per sample evaluation results received via task on 12dec2024, it was reported that the service technician mentions the arctic sun device had the incorrect manufacture date on the label.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump head. The device was evaluated upon receipt. Unit not cooling with in bypass mode or with loop attached. Serviced mixing pump. Circulation pump ran at 100% with low ip observed at -0.6 psi. Device label had incorrect manufacture date. Device manufacture date was corrected. Cut bypass tube to correct length. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling with in bypass mode or with loop attached. The root cause of unit not cooling was found to be a faulty mixing pump head. The mixing pump and circulation pump ran at 100 percentage with low inlet pressure (ip) was observed at -0.6 psi. The root cause of low inlet pressure (ip) was found to be caused by expansion of the bypass tube pressing against the bottom of the tank.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.